Manufacturer narrative:
(B)(4). The complaint issue alleged by the customer was not able to be confirmed because the device was not returned to the manufacturer for evaluation. The complaint is still under investigation.

Event description:
Children's medical ventures (chmv) received a complaint report from a health care professional in association with a billchek device. This investigation has been initiated due to the allegation of a billchek unit giving incorrect readings which contributed to the hospitalization of 4 infants.